Event description:
Info received indicates during an electrical check the tech found the ground resistance reading was high.

Manufacturer narrative:
The tech found the ground wire was partially disconnected at the power junction. The tech reconnected the wire to repair the bed.